Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found thermal damage at the grey colored portion of the mcs tip cover, as well as the clear colored portion. The thermal damage was likely a result of arcing. Failure analysis concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Based on the information provided, this complaint is being reported due to the following conclusion: there was evidence of arcing in the mcs tip cover accessory. There was no report of patient harm, adverse outcome or injury, as a result.

Event description:
It was reported that during a da vinci surgical procedure, while the monopolar curved scissors instrument (mcs) was in use, the surgeon found an electric arc between the normally isolated part of the scissors and tissues of the patient. The surgeon then examined the mcs tip cover accessory and found two holes in the device. These holes did not exist in early intervention and the device had been placed correctly on the scissors. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint. The initial reporter indicated that the two holes were observed in the grey area of the mcs tip cover.